Event description:
The customer called reporting they were receiving an err3 message on their freestyle meter. The meter has been returned and, during the course of investigation, it was discovered to have suffered the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.